Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that a fred stent was implanted to treat two aneurysms, one being a superiorly protruded type in the left internal carotid artery (ica) c2 segment, and the other being located in the caverous-sinus. The stent was placed from the proximal part of the internal carotid - posterior communicating artery (ic-pc) to the c4 segment, covering the aneurysms located in the c2 segment and cavernous-sinus, being resheated once during the procedure for repositioning. Percutaneous transluminal angioplasty (pta) was performed and angiography performed afterwards revealed dissappearance of the target aneurysms. An in-stent thrombus was observed in the last angiography. Heparin was increased, thronnon was continuously administered, and cilostazol and ozagrel were administered. Additional pta was performed in the segment that formed thrombus. The patient was carefully observed about an hour, disappearance of the thrombus was confirmed, and the procedure was completed. The patient's current status is reported to be "no health damage."